Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed.the probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.